Event description:
During a laparoscopically assisted vaginal hysterectomy procedure, the staples did not form properly. The surgeon applied suture to complete the procedure. The hosp has reported that no pt injury occurred.